Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/27/2024. An investigation was conducted on 02/28/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The aortic cutter was observed to be deployed with no visual defects. The delivery device and seal and tension spring assembly were returned placed back into the loading device. The blue slide lock was on and the white plunger was not depressed. The seal was observed unfolded inside the loading device above its original position. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.225 inches. The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000341318 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary bypass procedure, hst iii system (3.8mm) when the delivery device was pulled out of the loading device per the instructions, the harvester found the seal was not properly loaded into the tube of the delivery device at step 4. A new heartstring was prepared following the instructions without any problems to complete the procedure with no delay. There was no impact on the patient.